Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device lamp would not turn on. This is attributed to the faulty thermal fuse. The lamp socket was also deformed. Incidental observations are: pump does not turn on due to faulty thermal fuse; air pressure not stable due to deformed connector; and cracks on the front panel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a routine maintenance inspection the device light was not turning on. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the specific cause of the faulty thermal fuse could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e1, e2, e3, g2, g3, g6, h2, and h10.